Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue and missing glass lens could not be determined. It is possible that glass lens was missing due to misuse. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head produced no image and the glass lens was missing. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.